Event description:
Study event. Device malfunction: none. Time of symptoms/ae: 8 months post-procedure. Symptoms/ae: restenosis. It was reported that 8 months post-procedure of a right internal carotid artery stent placement during routine serial ultrasound follow-up, the pt was found to have restenosis. He had no symptoms. There was no previously reported device or pt issue from the initial stent implant. The pt was scheduled for repeat stenting on 3/27/07. No additional info available.

Manufacturer narrative:
A review of the finished device lot history record (lhr) did not reveal any non-conformities which could have contributed to this complaint.